Event description:
It was reported that the patient presented remotely. A review of the transmission revealed that the implantable cardiac monitor (icm) exhibited under-sensing. No intervention was performed. The patient's condition was unknown.